Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The return of the product was expected, however, the product has not been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements less than 200 ohms. An invasive procedure was performed. The lead was tested on a pacing system analyzer (psa) and pacing impedance measurements were noted to be within normal limits. Lead to device header connections were also verified to be appropriate. The crt-d and lead were explanted and replaced. No additional adverse patient effects were reported. No adverse patient effects were reported.